Manufacturer narrative:
(B)(4). The cause of the marks on the bag was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. One unused sample was available at the plant for evaluation. Visual inspection identified marks on the unused bag, however the reported particulate matter was not identified. Initial evaluation was unable to confirm the reported condition of particulate matter. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty 500ml bag had particulate matter floating within the solution. The particulate matter was described as fibers from the inside seam of the bag. This was identified during filling with an unknown solution. There was no patient involvement. No additional information is available.